Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose and high blood glucose. The customer blood glucose level was 50 mg/dl at the time of incident. The customer reported other blood glucose level were 323 mg/dl and 230 mg/dl. Customer reports they did not receive a calibration not accepted alert. Customer did not provide any symptoms regarding to low blood glucose and high blood glucose episode. Customer treated with insulin pump and food. The customer was assisted with troubleshooting and declined for low blood glucose and high blood glucose. The insulin pump will not be returned for analysis.